Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had low impedance, the patient subclavian vein thrombosed, and the patient was getting pectoral muscle stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.